Event description:
It was reported that the charger for the ilet bionic pancreas did not charge the pump despite placement on the pad, with a blinking indicator observed at times and a solid light at others, and the user reverted to backup therapy; the issue was characterized as a charging problem involving the battery charger component, and replacement supplies were shipped with troubleshooting and education completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.